Manufacturer narrative:
On (B)(6) 2026 the customer reported that the capsule was retained. The capsule was ingested on (B)(6) 2026; the doctor attempted to retrieve the capsule but was unsuccessful. Repeat imaging showed the capsule was still retained in the cecum. The frm-0089d - capsule incident questionnaire was provided to the customer but has not yet been returned. We have reached out multiple times to the customer to attempt to obtain more information but have not yet received a response.

Event description:
On (B)(6) 2026 the customer reported that the capsule was retained. The capsule was ingested on (B)(6) 2026; the doctor attempted to retrieve the capsule but was unsuccessful. Repeat imaging showed the capsule was still retained in the cecum. The frm-0089d - capsule incident questionnaire was provided to the customer but has not yet been returned. We have reached out multiple times to the customer to attempt to obtain more information but have not yet received a response.